Event description:
Reportedly, the surgeon applied the device and states all of the proper tones were made and the deice apepared to work properly. Six hours after the procedure the pt started to bleed. At that time, thept was brought back to the or, scoped, and bleeding was found at the application site, the round ligament. The surgeon resealed the site with monopolar forceps and reports the pt is currently okay. She noted the tissue in question was under a lot of tension which may have affected the performance of the device.